Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high impedance measurements between 1800 and 2000 ohms since implant. It was noted the lead was bent to be placed in the introducer. It was confirmed the patient was receiving adequate therapy, but due to the impedance measurements, the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.